Manufacturer narrative:
There was no patient injury and no medical or surgical intervention was necessary to treat, prevent, or avoid damage to a body structure or impairment to a bodily function. The complaint product was not returned for evaluation. The complaint may have been related to the handling of the device in the field. As no product was received for evaluation, a definitive root cause cannot be determined for the alleged complaint. Causes for catheter leakage can include many factors, including flushing the catheter with excess force (i.e. Flushing despite experiencing resistances, flushing with a syringe smaller than 10 ml) and removal of the stylet when resistance is encountered. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of catheter leakage.

Event description:
After the PICC has been put into place the pediatrician removes the guide and injects. There is a leakage at 22-23 cm, obliging to cut the catheter and making it hard to connect.